Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that during a routine follow up upon capturing all sense vectors there was significant noise in bot the secondary and alternate sensing vectors exhibited with this electrode. The noise was produced without any provocation testing. The device was programmed to the primary sensing vector which appeared to be a clean signal. There was an alleged fracture with this electrode and a revision was planned. No adverse patient effects were reported. The electrode remains implanted.

Event description:
It was reported that during a routine follow up upon capturing all sense vectors there was significant noise in bot the secondary and alternate sensing vectors exhibited with this electrode. The noise was produced without any provocation testing. The device was programmed to the primary sensing vector which appeared to be a clean signal. There was an alleged fracture with this electrode and a revision was planned. Subsequently the electrode was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during a routine follow up upon capturing all sense vectors there was significant noise in bot the secondary and alternate sensing vectors exhibited with this electrode. The noise was produced without any provocation testing. The device was programmed to the primary sensing vector which appeared to be a clean signal. There was an alleged fracture with this electrode and a revision was planned. Subsequently the electrode was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 15 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise.